Event description:
Sales rep reported that the screw came apart in pieces during insertion into the tibia. The site was tapped 9mm prior to attempted insertion. Pt had soft bone. It was confirmed that all pieces were removed and there was no pt injury as a result. A delay of one minute resulted.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.